Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the reported video image issue was confirmed. Inspection and testing found no video output to due circuit board failure. However, a more definitive root cause of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not output video from the 3g serial digital interface terminal. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.